Manufacturer narrative:
Device remains implanted in the patient therefore, not available for analysis. Medical records and images were provided and reviewed by a clinical representative. Based on the review, the reported endoleak was due to insufficient overlap between the aortic extension and bifurcated device. The most likely cause of the separation between the devices is related to metrial forces and patient anatomy. There were no product issues identified in the event. The lot usage history shows that no other units from this lot have been involved in any similar events. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Event description:
It was reported that approximately 18 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan identified an endoleak between the aortic extension and the bifurcated device. Reportedly, the physician placed an infrarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan identified a type iii endoleak between the aortic extension and the bifurcated device. The physician is in the process of determining further course of action.

Manufacturer narrative:
(B)(4).